Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model bed-3 (5310 bed package), serial number/date (B)(4) is approximately 16 years old. The owner's manual part number 1114836, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Dealer called stating that the 5310ivc bed (part of the bed-3 bed package) allegedly stopped working. The technician from the dealership that checked the bed out advised that inside the junction box it looked as if something melted or burned up. Replacement parts on quote #(B)(4). No injury